Manufacturer narrative:
Additional suspect medical device component involved in the event: brand name: wavewriter alpha, upn: m365sc12320, model: sc-1232, serial: (B)(6), batch: (B)(6).

Event description:
It was reported that the interface of the spinal cord stimulation (scs) lead was inflamed. The scs system was explanted. The devices will not be returned as they were retained by the customer. There were no reported complications postoperatively.